Manufacturer narrative:
Event date: used the first day of the month of aware date since there was no date provided. Device evaluated by MFR.: synergy ous mr 2.50 x 24 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent strut in the proximal section of the stent lifted and pulled distally. Slight flaring of the stent struts in the most proximal strut row. The undamaged stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found: blue inner lumen bunching 32mm proximal to the distal tip, just proximal to the proximal marker band. Bunching of the distal inner lumen (black) 129mm proximal to the distal tip. Stretching of the distal inner lumen (black) starting 129mm proximal to the distal tip and extending 45mm proximally. A 4mm section of the distal shaft stretched just distal to the exchange port. A guidewire inserted through the distal tip but met obstruction 32mm proximal of the distal tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-jan-2020. It was reported that tracking difficulties were encountered. The target lesion was located in a coronary vessel. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, the device could not advance over the non-boston scientific guidewire. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.